Event description:
During total hip arthroplasty the locking ring would not seat fully into bipolar shell, remained proud after impaction. Incident extended surgery time by 1 hr. This event occurred outside of the us in (B)(6).

Manufacturer narrative:
Returned device is currently being evaluated by engineer.